Manufacturer narrative:
The initial MDR 2432235-2017-00117 was filed on february 15, 2017. Additional information (02/28/2017): a siemens headquarters support center specialist reviewed the information provided by the customer and determined that the issue was not related to the reagent lot. As per the advia chemistry fructosamine instructions for use, the expected values section states: "siemens provides this information for reference. As with all in vitro diagnostic assays, each laboratory should determine its own reference ranges for the diagnostic evaluation of patient results. Consider this range as a guideline only." The cause of the discordant fructosamine results on one patient sample is unknown. The device is performing within manufacturing specifications. No further evaluation of device is needed.

Manufacturer narrative:
The customer contacted a siemens customer care center specialist and stated that their quality controls were within acceptable range. The cause of the discordant fruc results on one patient sample is unknown. Siemens is investigating the issue.

Event description:
The customer obtained discordant fructosamine (fruc) results on one patient sample upon initial and repeat testing on an advia 1800 instrument, while using reagent lot 389958. The initial and repeat results were reported to the physician(s), who questioned them. Both initial and repeat results were reproducible however, they did not correlate to the other marker results like glucose and the glycated hemoglobin. It is unknown if the sample was repeated to confirm the result and if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequence due to the discordant fruc results.